Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, ethnicity and race were not provided for reporting. This report is for band-aid unspecified (B)(4). Upc#, and UDI # are not available. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation device evaluated by MFR and manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with an unspecified band-aid bandage. The consumer reported that she had to go to the hospital (emergency room) because a large band-aid removed a chunk of her skin upon removal of bandage. The consumer also alleged that her foot became infected. The band-aid was used on the top of the consumer & left foot which is the same area that got infected. There were no details around the hospitalization, the consumer was prescribed unspecified antibiotics for treatment.